Manufacturer narrative:
The pump passed the displacement test and self test. Moisture damage was found on the electronic assembly and motor during visual inspection. Pump received with corroded battery tube. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had moisture in the front window and also giving a low battery signal. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they do hear fluid when shaking the insulin pump and also they see fluid under the liquid crystal display. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.